Manufacturer narrative:
The sodium electrode lot number is gay33, and the expiration date was not provided. Calibration and qc were acceptable. A field service engineer (fse) did not identify a cause for the event. The fse replaced the vacuum nozzle and the sipper tube. Instrument performance testing and qc were acceptable. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium electrode results from the cobas 8000 ise 1800 module for 4 patients. Results were provided for 1 patient as an example. The initial result was 160 mmol/l, and the repeat result was 144 mmol/l. The initial result was accompanied by a critical value flag. The repeat result was deemed to be correct.